Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
The physician reported that after an ion endobronchial lung biopsy procedure of the left upper lobe, the patient developed a pneumothorax requiring a chest tube and hospitalization. The nodule was directly on the pleura and this is what the physician believed probably caused the pneumothorax. A post procedure chest x-ray identified a large pneumothorax; therefore, an 8 french chest tube was placed. Per the physician, there was no malfunction of the ion system, instrument, or accessory. The diagnosis was pending and the patient was still hospitalized but expected to be discharged soon. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.